Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), and uploaded the software to the latest revision. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator became inoperable. There was no patient involvement.

Manufacturer narrative:
(B)(4). The breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were found. The bd was attached to the failure investigation test ventilator for analysis, and the unit was powered. During power on self-test (post), the bd scanned from the centre out and back, which indicated that the bd central processing unit (cpu) was in the download mode. Additionally, it was found that no operating system software existed in this board, and the current software version was successfully loaded. The bd was again attached to the same test ventilator for analysis, and it was powered normally, with errors were recorded in the diagnostic logs. Calibration and tests were successfully run without errors or alarms being generated. The unit was put into normal ventilation mode for a minimum of 24 hours, and no errors or alarms were observed. The reported customer complaint was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.